Event description:
The physician called and reported that the distal tips of the catheter "went through the superior vena cava." The pt had been on dialysis for 3 hrs, developed a hemothorax and expired.